Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain and an align product was being used.

Event description:
The patient reported symptoms of breathing problems, dryness of mouth and chest pain. The patient did not require any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued approximately on (B)(6) 2019. The treating doctor reported the potential root cause of the event is a chest infection due to an allergy to the aligners.